Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed based on the customer-provided photograph, which demonstrates that the maxforce¿ mtp compression plate, standard, 5° valgus, 5° dorsiflex, right, fractured into two pieces at the .159±.002 inch slot. The threads were also observed to be chipped. Dimensional records were reviewed without findings. No information was provided if the screws were inserted by hand and not with powered equipment. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu-0336-eo rev 0- e - warnings - 5. 5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Event description:
It was reported that after an initial mtp - maxforce surgery the plate broke post operative during the healing process. A revision surgery was performed on (B)(6) 2023 and the broken plate was removed out of the patient. Update: 14-dec-2023 dw. Further information were provided that the initial surgery was performed on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.